Event description:
Apparently the knee prosthesis was purported to be acceptable to be used on a valgus knee pt. The biomet vanguard xp preserving knee prothesis was chosen by my doctor due to my age. The biomet representative at my surgery supplied this device. Post operation it was determined the vanguard xp device did not provide proper support/stability. My knee became unstable post surgery. I was unable to walk or function properly. It became apparent that I would need knee revision surgery due to device and ligament instability. Needed additional surgery. Device instability caused muscle and joint pain due to improper gate.